Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) pocket site. Reportedly, the patient was doing excellently with the therapy but requested the device be removed. The ipg and leads were removed without complications. The ipg and leads were sent for culture as hospital protocol. No parts are expected to be returned. The culture results were not provided to mainstay medical. No allegation of a device malfunction, and the device is working as intended. The device history record was reviewed. No relevant nonconformances were found.

Manufacturer narrative:
(B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI#s: (B)(4).